Event description:
It was reported that the patient received a blood patch last week due to a cerebrospinal fluid leak. In 2008, the patient experienced a hot/tingling sensation in her lower back that radiated up her neck and into her arms. This lasted about 10 minutes and afterward the patient reported her legs felt weak. The episode happened again but wasn't as intense. The report indicated that it started out as pressure then pain. The type of medication, concentration, and daily does being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.